Event description:
Complainant alleged that during a biomed testing, the device would not charge. In addition, during the repair of the device, it was found that the shock button on the device was only intermittently functioning. The complainant indicated that there was no pt involvement in the reported malfunction.